Manufacturer narrative:
Device evaluation: patient interface was returned within original packaging, confirming the reported lot number. A visual inspection of the returned product reveals debris and residue, as well as liquid marks consistent with those of a product that has been used. How and when the debris was introduced cannot be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the patient interface had debris and there was contact in patient's eye. No patient injury reported. The procedure was completed successfully with a different patient interface. Follow ups were attempted and no additional information was provided.

Manufacturer narrative:
Section h4. Device manufacture date, changed to jan 17, 2023. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
H10, corrected data - h6. Investigation findings - code updated to 202 - inappropriate material. H6. Investigation conclusions - code updated to 4315 - cause not established. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.